Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the user observed a possible conductor wire insulation damage on the fenestrated bipolar forceps (fbf) instrument. The customer replaced the instrument with a backup one and this resolved the issue. The customer continued the planned procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the conductor wire insulation was damaged, and it is unknown if the internal wire of the conductor wire exposed. No known issue with the fbf instrument during the previous procedure usage confirmed. The instrument issue was identified during reprocessing, prior to anticipated usage.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The instrument was analyzed and found to have damage to the conductor wire insulation at the distal end. The internal wires were exposed. There was no thermal damage and no missing material. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. Instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. As part of investigation, further inspection found dried residue on the clamping pulleys. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.